Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI procedure, the device entered backup vvi mode with no high voltage therapy available. The device was reprogrammed to resolve the event. The patient was in stable condition.